Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (310 mg/dl) the customer took a bolus via the pump to stabilize bg level. The contact stated to be unsure on what caused elevated bg level. The contact stated that after bolus was taken bg level began to come down and declined to troubleshoot with tandem technical support.